Manufacturer narrative:
Philips confirmed that visual inspection of the device found scratches and delamination on bezel and that the device speaker produced an audible sound. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
The customer reported a speaker failure with the device. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker failure with the device. There was no reported adverse event to the patient or user.